Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information received from a healthcare professional from a clinical study initially reported via a representative that the patient had pain due to a misuse of the verify remote control. There was no information on actions taken, relatedness, and end date. No diagnostics/troubleshooting had been performed. It was unknown if the issue was resolved at the time of report and it was unknown if any surgical interventions had occurred. The patient status was unknown at the time of report. The medical history included functional idiopathic urinary incontinence since 1980. Additional information received reported there was pain in the leg due to too strong stimulation on 12-jul-2015. Reprogramming was performed on (B)(6) 2015; (B)(6) 2015; and (B)(6) 2016. The event resolved on (B)(6) 2016. It was noted the event was assessed as not serious, not related to the procedure, and related to the stimulator.

Event description:
Additional information received reported that the investigator assessed the event as related to the stimulation and not to the stimulator. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.